Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system was returned for investigation in poor condition. The customer reported product problem was confirmed during testing. The air compressor was not working. The unit was determined to be beyond economical repair due its old age. No repairs were made. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the customer suspected a bad compressor on the device. No patient injury or complications were reported in relation to this event.